Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, we presume that the event occurred due to the patients' internal environment such as constitution and/or symptoms. The instruction manual of the device has already warned as follows; after indwelling the stent, periodically check the status of the tube and replace it with a new one to confirm there is no irregularity on both the stent and patient. If the tube is improperly positioned, it could contact the duodenal wall and cause perforation, bleeding or mucous membrane damage. The stent may deteriorate over time and could become clogged or fall off of the stent cause it to migrate out of the papilla. In the medical literature, occurrences of stent migrating into the duct is reported in 5.2% of patients. Immediately remove the stent if migration into the ducts is detected. In the medical literature, occurrences of migrating out of the papilla is reported in 7.5% of patients. Immediately remove the stent if migration is detected.

Event description:
During a stenting of the pancreatic duct, the subject device was used. The device migrated toward the duodenum and perforated an unspecified tissue. The device was retrieved endoscopically. The patient was received unspecified medical treatment. It was not reported that urgent surgical intervention was required. The patient reportedly got better as time goes by. No further information was provided. This is the report regarding the perforation during therapy.